Manufacturer narrative:
(B)(4): evaluation, results: (hemorrhage).

Event description:
During the index procedure, the patient had two endeavor sprint rx drug eluting stents implanted to the mid lad. Approximately 1 month post index procedure, the patient underwent a staged procedure. Patient had three other brand stents implanted to the r. Pda, the mid lcx and the 1st obtuse marginal, respectively. On an unknown date, the patient was hospitalized due to a gi bleed. The investigator did not access the relationship between the event and the study device, the study drug or the study procedure. No further information is currently available. The patient recovered with treatment and no other clinical sequelae were reported. (Ref MFR # 9612164201100829 and 9612164201100830).